Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support. Customer's blood glucose was 170 mg/dl.